Manufacturer narrative:
Investigation is ongoing, device return is expected.

Event description:
As reported the bicuspid patient had a lot of calcium at the annulus. The patient was pre-dilated with a balloon. The 26mm sapien 3 ultra valve on the commander delivery system was then inserted and crossed with little to no effort. The balloon inside the valve was inflated and the balloon ruptured. The valve was stable the entire time this occurred. The balloon was immediately removed and checked to make sure nothing had been left inside. The balloon was intact except for the ruptured area. The patient was stable the entire case and no adverse effects were noted by the physicians. Surgical intervention was not required to remove the system. The balloon was nearly fully inflated at the time is burst. No additional volume was added prior to inflation. Bav was performed weeks prior to valve deployment.

Manufacturer narrative:
Correction to b3, as event date was corrected. A voluntary medwatch mw5103837 was received on 09/30/2021. The voluntary medwatch does not provide any additional information.

Manufacturer narrative:
Per the instructions for use (IFU), balloon rupture is a potential risk of the tavr procedure. The returned device was visually evaluated. Patient's 3mensio imagery and device video were provided by the site for the evaluation. Review of imaging and video revealed imagery of delivery system balloon burst after removal from patient. Calcification was present in the patient annulus. The balloon burst during the balloon inflation. Radial and longitudinal burst was confirmed. No missing balloon material was seen. Nose cone wings assembly are flared out. Due to the nature of the complaint, no functional testing was able to be performed. The complaint was confirmed through visual inspection. The inflation balloon single wall thickness was measured along the edges of the burst location. A thickness deviating from the specification could be indicative of an issue during manufacturing of the component, as a thin wall could contribute to the observed burst. All measurements taken of the balloon single wall thickness met the specification. Transcatheter delivery balloon burst complaints have been previously investigated by edwards and documented in technical summary written by edwards lifesciences. A detailed root cause analysis revealed that it is very unlikely that a product defect contributes to this type of event. There are extensive manufacturing inspections in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing performed to every manufactured lot). The thv delivery system balloons are subject to increased risk of burst due to contact with a highly calcified annulus. The ''annulus'' may refer to a patient's native annulus (in the aortic, pulmonic, mitral, or tricuspid position), or a previously implanted thv, surgical valve, or ring in the aortic, pulmonic, mitral or tricuspid position. Analysis revealed that these types of ruptures are typically caused by puncture from calcium on the annulus when the inflated delivery system balloon comes in contact with the calcification at full inflation/deployment. In this case, based on the information provided, the exact cause is unknown. However, the event is likely related to patient factors (calcification present in the annulus). The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.